Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited failure to communicate using bluetooth telemetry. The asymptomatic patient was brought into clinic. Programming changes were made on the device resolving the issue. No patient consequences.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. The logs were reviewed and determined there was a memory corruption.